Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 320 mg/dl and 250 mg/dl and 193 mg/dl. Tests were done within 5 minutes with a difference of 50%. Pt did not experience any adverse events.